Event description:
A patient underwent a breast flap surgery in which a spectrum infusion pump was used to deliver an unspecified medication. It was reported a peripheral intravenous line was placed in the patient¿s left foot. According to the reporter, after the drapes were removed at the end of the case, it was noted that left lower extremity and foot had multiple blisters and the toes were black. It was further reported the patient ¿had issues with compartment syndrome of that foot¿. No alarms were generated and there was not any indication of occlusion. Treatment for the events was not reported. At the time of this report, the patient outcome was not reported.

Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information h6 and h10: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed, however per the spectrum operator's manual, "the pump was not designed nor is it intended to detect infiltrations or extravasations. Should additional relevant information become available, a supplemental report will be submitted.